Manufacturer narrative:
The event was confirmed by the qa technician through visual inspection. The technician determined through visual inspection that the o-ring was missing. It is possible that the damage was caused by fatigue based on the risk document. The housing was placed in parts retention.

Event description:
It was reported that during inspection of the housing in the sterilization department it was found that the o-ring on the lid of their battery housing is burst. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection of the housing in the sterilization department it was found that the o-ring on the lid of their battery housing is burst. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.